Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber confirmed that it was returned in two pieces. A fiber body break was evident along the fiber body. Microscopic inspection of the fiber tip showed it was degraded, and the fiber connector had burn marks on the face, indicative of use. A review of the device history record confirmed that the fiber met specification prior to release. Based on analysis results and information available, the burn marks can be caused by prolong use of the fiber, and the popping sound during use of the fiber, was likely related to the console debris shield. The fiber break may have developed while the fiber was being handled during the procedure. According to the instructions for use, the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that during a holep procedure, popping sound was heard and then the fiber stopped working and a damage/cut was observed in the middle of the fiber that was already been reused/resterilized for almost ten times. There were no patient complications reported.

Event description:
It was reported that during a holep procedure, popping sound was heard and then the fiber stopped working and a damage/cut was observed in the middle of the fiber that was already been reused/resterilized for almost ten times. There were no patient complications reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber confirmed that it was returned in two pieces. A fiber body break was evident along the fiber body. Microscopic inspection of the fiber tip showed it was degraded, and the fiber connector had burn marks on the face, indicative of use. A review of the device history record confirmed that the fiber met specification prior to release. Based on analysis results and information available, the burn marks can be caused by prolong use of the fiber, and the popping sound during use of the fiber, was likely related to the console debris shield. The fiber break may have developed while the fiber was being handled during the procedure. According to the instructions for use, the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that during a holep procedure, a popping sound was heard and then the fiber stopped working. Damage was observed in the middle of the fiber; it was noted that the fiber had been reused nearly ten times. There were no patient complications reported.